Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their ins was causing them sciatic pain down their leg, and they could feel the battery pack was resting right along the sciatic nerve. Patient said they could pull the battery away by pulling their skin, which relieved the issue. The patient had gone to the ER and was told nothing could be done for them; they have an appointment scheduled for MRI and nerve conductor test on the 30th, but they were in so much pain, their pain meds weren't working, and they can't wait that long. Patient mentioned they had issues with the doctor that did this implant all along, but when agent inquired of the event date they said the issue began the first of the year. The patient was redirected to their healthcare provider.